Event description:
The manufacturer received information alleging a red alarm occurred across a trilogy evo ventilator screen. It is noted that it occurred prior to february 7th but the exact date is unknown. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the ventilator was ventilator inoperative upon arrival and unable to install new software. A machine flow sensor drift high ventilator inoperative error code was found in the device's error log. The third-party service technician states that the flow sensor was defective. The system printed circuit assembly (pca) board and flow sensor were replaced by the third-party service technician to resolve the issue. Additionally, the software was updated after the components were replaced. It is noted that the device returned with no detachable battery. The device was tested with a workshop test battery and passed all testing. The device was returned to loan stock. No further investigation is required.